Event description:
A report was received that following a non-device related procedure, the patient had frequent and difficulty charging the ipg. It was also noted that the patient had numbness from the feet to knees which causes sensitivity to touch. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indiciated that the complaint was confirmed. The patients data prior to the knee procedure indicated that battery depletion rate was 11.75 mv when the device was turned off. However, the ipg started depleting its battery quickly after the procedure. There is a burn mark on the case and sleep current measured 300 ua suggesting that the device was exposed to electrocautery. The premature battery depletion was a result of damage to the asic caused by previous procedure that the patient had for knee replacement surgery where electrocautery was used.

Event description:
A report was received that following a non-device related procedure, the patient had frequent and difficulty charging the ipg. It was also noted that the patient had numbness from the feet to knees which causes sensitivity to touch. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).